Event description:
Boston scientific received information that the non-bsc left ventricular (lv) lead pacing impedance measurement was greater than 2,000 ohms. The patient was brought in for further evaluation, which elicited within acceptable limits impedance measurements. Technical services was consulted and discussed troubleshooting recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.